Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient received a cut on her back from the electrodes and wires rubbing on her back. The cut reportedly broke open but started to scab over. Follow up indicated that the patient's nurse placed a bandaid over the area and the area healed.